Event description:
It was reported the patient presented for an atrioventricular (av) node ablation. After the procedure, the patient was found in bradycardia. The leadless pacemaker (lp) was interrogated and found to have no capture or sensing. Full body fluoroscopy showed the lp had dislodged into the left iliac vein. The lp was explanted and replaced with a transvenous pacemaker. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported complaint of dislodged, capture and sensing anomaly were not confirmed. Visual inspection showed that the helix was within specification. Electrical features were analyzed, and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.